Event description:
A female patient experienced back pain after a microdecompression surgery for (hivd) herniated intervertebral disc. Patient was hospitalized, and the outcome is unknown. The occurrence date is unknown.

Manufacturer narrative:
(B)(4). Baxter medical assessment: back pain is a common symptom after lumbar disc hernia surgery. A causal relationship appears improbable, but further clinical investigation is required. Based on the existing scarce information a causal relationship cannot be determined. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available as we have received information from baxter (B)(4) that the reporter is not willing to provide any additional information. This complaint will be kept on file for trending purposes.